Manufacturer narrative:
No product was returned. As no product was returned or lot no provided it was not possible to perform a product inspection or review of the product history sheet (mr004) to confirm if the product was manufactured within specification. A conclusion could not be drawn.